Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead was extrinsically bent,the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant the helix was blocked on the lead. The lead was not used. No patient complications have been reported as a result of this event.